Event description:
Reporter stated the devices failed in various ways: "bag failure, failed bag, pump failure, defective failed valve, failed to maintain rate, failed to keep rate, and defective valve won't close 8 oz in 1/2 hour." Reporter stated the pump itself was functioning properly. Reporter was crushing medications and adding them to the feeding bag. The bellows became clogged and allowed the feeding solution to pour right through. Following these events, the pt vomited. There was no illness, injury or medical intervention resulting from the event. One pt involved.